Manufacturer narrative:
Results: four sample units were received for evaluation by our quality engineer team. Upon examination, all of the units were partially open at one or both ends of the packaging. The packages were analyzed under uv light as the adhesive used is uv fluorescent. The analysis revealed an adequate amount of top web adhesive. The samples were visually and microscopically evaluated and the customer's indicated failure mode for packaging seal integrity broken with the incident lot was observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect of package seal integrity poor. Although the packages were observed to be partially opened, there was no physical evidence to confirm or to support manufacturing process related issues for the defect. Proper personnel have been notified of this issue for further review. In process samples included (but not limited to) blister thickness, bad seal/cut/holes, seal transfer width and package leak test were performed on various stages throughout the process, all the inspections passed per specifications. The analysis of top web adhesive: the product characteristics require a minimum of 1/8¿ seal transfer. This characteristic was met. In addition the paper top web of the returned unit was analyzed under uv light. The glue used to seal the top and bottom webs is uv fluorescent. The analysis revealed an adequate of top web adhesive. The key variables that affect seal strength are: seal transfer/width and top web glue. Both of these variables were looked at during the investigation. Conclusions: the defect of package damaged-defective-other as stated in event description was confirmed with the returned units. No anomalies were found and all the process characteristics that directly influence the seal strength (seal transfer and top web glue) were met. The units were acceptable per specification requirements. Conclusion: relationship of device to the reported incident: indeterminate comment: although the packages were observed to be partially opened, there was no physical evidence to confirm or to support manufacturing process related issues for the defect.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Fax reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the seal integrity was broken on a bd insyte¿ autoguard¿ shielded IV catheter packaging. There was no report of injury or medical intervention.